Event description:
The 510(k) substantial equivalence report for overjet caries assist (k212519) shows sensitivity and specificity of 72.0% and 98.1%, respectively, for caries detection. However, calculations based on the table in section 10 reveal a positive predictive value of only 57.2%. This means that 42.8% of observed caries by the overjet product were not actually caries according to ground truth. Such a high rate of false positives has the potential to result in over-treatment due to falsely identifying a carious lesion when none exists. The positive and negative predictive values were not reported in the performance testing and do not appear to have been considered by the 510(k) process.